Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues that could have impacted the cva and the subsequent death. Although a definitive root cause of cva cannot be directly correlated a device malfunction or performance issue, clinical status such as post-implant poor hemodynamics, comorbidities, and inability to stabilize coagulation labs are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator during routine patient updates, patient was at an ltac for rehab post-implant in (B)(6). Received a call from ltac that the patient's inr was 4.6. They reversed it with vitamin k and ffp. Patient was also noted to be fungemic the fungemia (started in the patient's urine which eventually got into the bloodstream as well. This is not a pump-related issue) and the plan was to exchange his central lines that week. On (B)(6), the ltac called to report that the patient wasn't responding. They initially thought that it was because of the morphine he received the night before. He was taken for a head CT and found to have an hcva with midline shift. On assessment his pupils were fixed an dilated. The patient was transferred to (B)(6). A repeat head CT on (B)(6) showed an extensive subarachnoid hemorrhage and intraparenchymal hemorrhage in the right temporal lobe. A 12mm leftward midline shift was also appreciated. Palliative care was consulted. A family meeting was held on (B)(6). The family decided to withdraw care on (B)(6). The patient passed that day. No autopsy was performed. The site does feel the hcva was r/t the pump though multiple other issues were also going on at the time. All equipment will be disposed of by the family/site. Days on support: 43.